Event description:
It was reported that a patient underwent a hernia patch tension-free repair for umbilical hernia on (B)(6) 2020 and the mesh was implanted. It was reported that the repair for umbilical hernia was due to right oblique hernia and the surgery process was smooth. It was reported that on the 5th day after surgery, the wound fat liquefaction occurred after resection, and the incision was changed for many times, and the incision healed. It was reported that one month after discharge, the patient suffered from wound leakage again. It was reported that considering the poor healing of fat liquefaction wound, the dressing was changed. After the wound healed, the wound sinus leakage occurred repeatedly, and the product could be detected through the wound sinus. It was reported that the patient was to consider the rejection reaction of the product, suggest taking out the product, and the patient still requires dressing change. It was also reported that on (B)(6) 2022, the patient underwent product removal and sinus resection, and the wound healed slowly after operation. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: g1 the following information was requested, but unavailable: the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?